Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system was producing a white ring artifact in its images. The medtronic representative ran fluoro and rad gain calibrations with no change. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. The medtronic representative reported that viva was used to test the flat panel detector, and found that there were 3 pixels width defect and the offset gain calibration didnt help. The site may replace the panel at a later time. Several system checkouts have been performed since this incident, which verifies that the issue is no longer being observed. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was producing a white ring artifact in its images. The medtronic representative ran fluoro and rad gain calibrations with no change. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.